Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms when the cartridge insulin level was at 75-90 units. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.